Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance and high capture threshold. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.